Event description:
It was reported after a da vinci-assisted prostatectomy surgical procedure, the customer noticed the fenestrated bipolar forceps instrument had a broken insulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and additional information was obtained: the insulation was damaged and pulled off, but no part remained in patient. The wire was not torn. The main tube was not damaged. No other parts of the instrument were damaged. The instrument tips did not hit other instruments or tools during the procedure. Thermal damage was not observed on the instrument. There was no arcing and no loss of cautery associated with the defect. The instrument was checked before surgery and there was no damage. The operation was completed with the same instrument.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The instrument was analyzed and found to have the conductor wire insulation damaged. There was no material missing, however the conductor wires were exposed. The instrument passed an electrical continuity test. The complaint regarding was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.